Event description:
A pump refill occurred on (B)(6) 2012. The following day the day patient experienced a loss of balance, had no appetite, and showed "a little" weakness. The patient also vomited their dinner twice and was in a deep sleep. An emergency service was later called and the patient went to the hospital early in the morning of (B)(6) 2012. A physician was unsure if the event was related to a pump refill. The patient's managing physician was notified and he was providing orders to the emergency room (ER). Lab work was performed at the ER. Lab results were inconclusive. A physician wanted the pump interrogated however, no one was available to interrogate the pump. On (B)(6) 2012 the patient had a restless night. On (B)(6) 2012 the patient was weak, and needed assistance with walking as he was drifting in an out, and was off balance. The hcp later reported that the patient received baclofen refills doses from pharmacy in syringes-compounded from powder for years. The patient refilled by home care on (B)(6) 2012 and family noted patient to initially be lethargic, vomiting, then increased agitation/restlessness. The patient also experienced a low grade fever and positive for rubbing arms and legs on floor/carpet (itchy?); baclofen withdrawal was suspected. The patient was brought to edt and was started on valium while the pump and catheter investigated. The patient was hospitalized. An xray done (B)(6) 2012 pump, catheter in place/intact, catheter in spinal canal to thoracic, CT abd. Was negative, catheter in intrathecal space; catheter dye study done (B)(6) 2012; catheter intact without any visible signs of disconnect or leakage. Csf analysis negative for infection; pump rotor study (B)(6) 2012 rotor moves when viewed under in fluoro during exam for catheter. A refill was done (B)(6) 2012 "removed compounded drug instilled on (B)(6) 2012 by home care co. It was also noted that the pharmacy will no longer compound baclofen for this patient, insurance approved full strength preparation. The patient outcome was noted as serious injury illness-recovered without sequelae. The pump delivered baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
8709 serial# (B)(4), implanted: 2005 (B)(6), explanted: unknown, 8596 serial# (B)(4), implanted: 2005 (B)(6), explanted: unknown. (B)(4).

Event description:
Additional information received reported the patient looked unfocused and his speech was unclear. He lost balance and went over.